Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end) and no image. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunction of fiber bonding in the outer tube area and damaged cable caused no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had issue with plug cannot be connected properly. The issue was identified during reprocessing. There was no patient involvement.